Event description:
A malfunction was reported with the device, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the customer successfully reset the device during the call, resolving the issue without recurrence.